Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, during folding, the lens was pinched. The surgery was completed using another lens. There was no patient harm.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a device malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received that there was no patient contact.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The device is returned in blister tray in the carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle tip. A broken haptic is observed in the nozzle tip. The tip of the haptic is facing the lens bay (potentially straight trailing haptic during the advancement). The iol is returned in the blister tray. Solution is dried on both surfaces of the iol. One haptic is broken/torn. Photo review: returned photos show activated device. The plunger appears to be fully advanced outside of the tip of the nozzle. The iol is outside of the device. One haptic is broken/torn. The broken haptic appears to be present in the nozzle tip. The root cause for the broken haptic could not be determined. Broken haptic is observed in the tip of the nozzle. Haptic tip is facing the lens bay. The plunger position in relation to the broken haptic during advancement cannot be determined. The reported complaint is lacking in relevant information such as viscoelastic used. Broken haptics may occur: ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. ¿ if a straight trailing haptic occurs and it was not properly detected to be out of position. ¿ if the plunger is not fully advanced, the trailing haptic may not release properly from the device. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).